Event description:
During rite testing (returned instrument test/evaluation), the amia cycler failed the verify volumetric calibration test. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The amia device received a returned instrument testing evaluation (rite). This evaluation included functional testing of the device. Internal and external inspection was performed and no issues were noted. An event history log review was performed. During functional testing, the device failed the verify volumetric calibration portion of rite. The cause of the condition was determined to be a product design issue. A supplier complaint report has been sent in order to address this issue. Should additional relevant information become available, a supplemental report will be submitted.